Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that main tube exhibited severe discoloration leaving the tube with a greyish coating all around. Engineering concluded that damage was likely due to improper cleaning. Engineering also observed that the insulation was damage with small tears along midpoint of the main tube. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the sheath was damaged and the insulation was tearing on the maryland dissector instrument.